Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a trellis device. The customer reports during a trellis procedure the distal balloon would not stay inflated. Under fluoroscopy the technicians and physicians could see the contrast and saline leaking out of the catheter and the balloon would slowly deflate. The distal balloon was located in the inferior vena cava near the bifurcation. The leak was immediate so there was no run time prior to deflation. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.